Manufacturer narrative:
Upon retrospective review, we determined that this is an adverse event. It is important to note that anatomage makes the surgical guide that is used to assist with placement of the dental implant. The dental implants themselves are made by a different manufacturer. The subject surgical guide was not returned. Process evaluation did not reveal any internal error that may cause device failure. The trajectory and the depth set-up of the guide mold are found to be consistent with the doctor's treatment plan. After reviewing the case information and we suspect that the following factors may have contributed to the implant failure: poor bone quantity or quality: review of the treatment plan showed that the cbct scan used is over 2 years old (dated 4/24/2014). The actual amount of bone volume available for implant placement may not be up-to-date. Bone quality could have also deteriorated over the years. Doctor was made aware of this before hand. Sinus issues: it was reported that touching implant #3 and #13 cause the patient to experience pain. Review of the treatment plan showed that the implant #3 and #13 are very close to the sinus. If the implant protrudes into the sinus cavity, the area can become infected and/or inflamed. Patient condition: implant failure could also be related to the change in patient's physiology after the surgery such as peri-implantitis, foreign body rejection, and allergic reaction.

Event description:
Doctor placed all four implants using the surgical guide. When the patient came back for the uncovering ((B)(6)), the doctor screwed #5 and 11 and the implants came loose and the doctor had to take them out. When he touched 3 and 13, the patient expressed pain so he thinks those 2 implants failed as well.